Event description:
It was reported that the left ventricular lead was not capturing at high outputs. The lead was scheduled to be repositioned. A longevity estimate of the implantable cardioverter defibrillator (ICD) at that time did not meet the longevity requirements of the physician. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.